Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. A review of merlin.net documents a change in the calibration from 714.3 to 698.4, which the sensor was decreased by 15.9mmhg. Additional information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.